Manufacturer narrative:
Initial reporter phone number: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd sars-cov-2 reagents for bd max¿ system false positive results were obtained by the laboratory personnel . Confirmatory testing was performed using a different test method and the results were negative. Erroneous results were not reported out and there was no report of patient impact.

Event description:
It was reported that while using bd sars-cov-2 reagents for bd max¿ system false positive results were obtained by the laboratory personnel . Confirmatory testing was performed using a different test method and the results were negative. Erroneous results were not reported out and there was no report of patient impact.

Manufacturer narrative:
H.6. Investigation summary the complaint investigation for false positive results when using the bd sars-cov-2 reagents for bd maxtm system (ref# (B)(4)) lot 0134380 was performed by the review of the manufacturing records, review of the customer¿s data and verification of complaints history. Review of the manufacturing records indicated that the qc results were compliant. Customer sent four pictures of curves, but no run files. The data provided seems to present two different samples in the three channels, without identification or status. However, it is possible to deduce a n1 positive result for both samples. The customer mentioned that the samples were also tested with the seegene test and were negative. N1 curves show an atypical shape, a sort of upward increase which generates a CT score and consequently a positive status. However, this does not seem to be a true amplification. However, without the data, it is difficult to properly analyze the results. Bd has received several customer complaints for weak n1 positive results, when using bd sars-cov-2 reagents for bd max¿ system. Most of these complaints concerned atypical curves, with low endpoints. Analysis of the various databases received from customers revealed evidence of similar patterns. All the runs analyzed showed presence of background noise caused by signal drift in the cy5 channel, with the n1 target causing an interruption in background correction, generating a steady increase of fluorescence in the curves, resulting in false positive results. In all cases, contributing factors included product design. Complaint verification showed a complaint trend on bd sars-cov-2 reagents for bd maxtm system lots for false positive results. The root cause is under investigation and will be documented in our quality system. Bd confirms the complaint based on the investigation that was performed. A corrective and preventive action (CAPA) is already initiated (pr# (B)(4)) to investigate the root cause and some mitigation actions are already being addressed.